Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the patient presented with a right atrial (ra) lead that was misassembled in the pacemaker header. The ra lead exhibited low pacing impedance, high pacing impedance and under-sensing. No intervention was reported. The lead remains implanted and in service. Patient status was not reported.